Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to sections a2, a3a, a4, a5, a6 and b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 04mar2024: according to the patients medical record there was no finding suggestive of tortuous anatomy. The microwire (guidewire) used to gain access to the right radial artery for the cardiac catheterization procedure was unable to be removed by the proceduralist. The patient's condition was stable following the procedure. The estimated blood loss was noted to be less then 250cc. The retained microwire was removed during a surgical procedure and is not available for evaluation. No further intervention required, aside from the described cut down performed to remove the wire.

Event description:
Terumo medical received an FDA medwatch report # mw5147754. The event description states: "while attempting to gain access to the right radial artery for a cardiac catheterization procedure the guidewire which is used for access became stuck and was unable to be removed. The removal of the microwire required a vascular surgeon to perform a cutdown during the procedure and removal of the wire."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire withdrawal difficulty because the sample was not returned for assessment. The exact root cause could not be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).